Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous closure of left ventricular apex perforation after transcatheter aortic valve replacement valve-in-valve b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure of left ventricular apex perforation after transcatheter aortic valve replacement valve-in-valve", was reviewed. The article presented a case study of an 80-year-old male patient with a history of coronary artery bypass grafting, bioprosthetic aortic valve replacement, aortic root and hemiarch replacement, hypertension, dyslipidemia, asbestosis, gastroesophageal reflux disease, and prostate cancer. On an unknown date a 27mm navitor valve was chosen for transcatheter aortic valve replacement valve-in-valve (tavr viv). The device was implanted. Post-procedure a small perforation of the left ventricular (lv) apex was observed via computed tomography (CT). The patient was asymptomatic and stable. On postoperative day 6 the patient underwent lv apex perforation closure with an 8mm amplatzer vascular plug ii. The patient was discharged. At 30-day follow-up the patient was clinically well with no sequelae. \[the primary and corresponding author was andrew moussad, department of cardiology, nepean hospital, somerset st., kingswood 2747, new south wales, australia, with corresponding e-mail: andrew_moussad@hotmail.com.]"